Event description:
The lay user/reporter called lifescan (lfs) in 2005 and alleged that the pt's meter was reading inaccurately low. The medical affairs specialis spoke to the pt's spouse 2 days later and obtained/verified the following info. The reporter believed that the meter was set to the incorrect unit of measurement since she obtained the meter one year ago. Six days later, the pt began to feel dizzy and had chest pains. She tested on her meter and obtained a result of "13.0", which would be 234 mg/dl. She was taken to the hosp and her blood glucose result on the hosp meter was 500 mg/dl. The pt was treated with insulin. The pt takes 75/25 insulin twice daily. Her insulin regimen was not based on the meter results; she took the same amount each day. The reporter did not have the pt's testing supplies; therefore they were unable to troubleshoot.